Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump screen became unresponsive with no indicator light after the user jumped into a pool and the pump was fully submerged, consistent with moisture damage involving the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed evidence consistent with leakage at the seal leading to moisture damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.